Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported a discordant, falsely depressed concentrated carbon dioxide (co2_c) result for one patient was obtained on an advia 1800 instrument. The customer reported that the quality controls (qc) were in range prior to processing the sample. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and the cse replaced the mixer 1 belt and large water pump (lwp), performed multiple system primes, ran three wash 2 cycles, and cleaned and lubricated the mixer 1 linear guide and eccentric bushing. Then, the cse checked mixer belt tension and mixer positioning in reaction tray (rrv) cuvettes which were acceptable. The cse confirmed that the mixer motor was functioning properly. Siemens followed up with the customer and they indicated that the instrument is operational. Siemens further investigated the issue and concluded that this is not a reagent lot or method issue. The sample described above was the only affected sample and no other discordant results were obtained. The cause for the falsely depressed co2_c patient result was the instrument. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed concentrated carbon dioxide (co2_c) result was obtained for one patient sample on an advia 1800 instrument. The falsely depressed result failed the delta check and was not reported to the physician(s). The sample was reprocessed on an alternate advia 1800 instrument and resulted higher than the initial result and was within delta check. The repeat result was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c patient result.